Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's implantable neurostimulator (ins). The patient needed an MRI unrelated to the device or therapy and it was noted the leads/extensions were taken out. The caller had questions regarding MRI eligibility with an ins only. It was unknown if the ins was plugged, had cut extension, or had extensions but no leads. The caller assumed infection but had not been told this. No symptoms or complications were reported or anticipated.